Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information was not provided were intentionally left blank. Physio-control evaluated the customer's device and verified the reported issue. Physio also downloaded the device's electronic records from the event for review and observed that the reported issue occurred while attempting synchronized cardioversion.

Event description:
The customer contacted physio-control to report that their device froze and locked up when they attempted to deliver a shock to a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio-control to report that their device froze and locked up when they attempted to deliver a shock to a patient. As a result, defibrillation therapy may have been delayed or unavailable, if needed. There were no reports of any adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control replaced the device's therapy pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that it was the cause of the reported issue; however, a further root cause could not be determined.